Event description:
A pt service rep (psr) called zoll customer support to report that a (B)(6) old male pt's battery pack was showing battery faults. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. Upon investigation, the battery pack was unable to recharge or power up a test monitor. The battery voltage was low (2v). The root cause for the battery failure could not be positively identified but was likely defective battery cells. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.